Event description:
During a percutaneous transluminal angioplasty (pta) to the right common iliac artery the balloon was reported to have ruptured. The vessel was described as having severe calcification, severe tortuousity and a 100% stenosis. The prod was advanced over the guidewire and through the sheath introducer to the lesion where the balloon was inflated with an indeflator. However, the balloon ruptured at 12 atmospheres. It was withdrawn from the pt, and another balloon catheter was used to successfully complete the procedure. There was no reported pt injury. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and revealed that the subassemblies met all requirements per the applicable mfg quality plan as well, including burst test values. With the limited amount of info available and without the return of the prod or films of the procedure it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.